Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of a clip falling off in an open state.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on october 20, 2023. The anatomical location is unknown. During the procedure, the clip was deployed on the bleeding site of the patient. However, when tried to release the clip, it reopened, and the clip was removed from the patient. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of a clip falling off in an open state in an unknown procedure and unknown anatomical location. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device returned without the clip assembly attached and with the clip in an open state. Also, the locking tabs were opened, indicating that both activations were performed. No other problems with the device were noted. The reported event of clip falls into the patient in an open state was confirmed. The investigation found that the clip assembly was in an open state, deployed from the catheter, with both arms opened as well as the locking tabs opened, evidence of proper deployment. Based on all available information and the analysis of the returned device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2023. The anatomical location is unknown. During the procedure, the clip was deployed on the bleeding site of the patient. However, when tried to release the clip, it reopened, and the clip was removed from the patient. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported as a result of this event.